Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4)/ 236457 description: linear st lead, 50cm. Sc-1110-02, (sn: 1(B)(4)), device evaluation indicated that the ipg passed visual, electrical and performance tests performed. The source of the pain at the generator site could not be determined. Verified no loss of electric current into the surrounding tissue as a result of faulty insulation. Review of the sterilization record did not find any anomalies or deviations. However, the device had been damaged (analog integrated circuit) prior to the explant procedure and ipg exhibited excessive battery depletion. Exposing the analog integrated circuit to high electromagnetic or voltage transient environment such as defibrillation, cardioversion, MRI, rf ablation can cause this type of failure. Sc-2218-50 (sn: (B)(4) and 236457) both leads were cut and only proximal ends were returned. Damage to the device was a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient having pain at the pocket site. The patient underwent an explant procedure.

Event description:
A report was received that the patient having pain at the pocket site. The patient underwent an explant procedure.